Event description:
The rptr stated that the unit indicated delivery however, it appeared that the pump was underdelivering based on observing the syringe. Further info was not available. No pt injury or treatment was associated with this event.